Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Suspect medical device: the initial report was inadvertently submitted with the incorrect pump ¿brand name¿. The suspect medical device ¿brand name¿ has been updated to animas vibe. The investigation previously reported was for the correct pump.

Manufacturer narrative:
This supplemental is to correct the model number and serial number for the product. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed that the last basal delivery on (B)(4) 2014; low battery warnings were observed as a result of discharged replace battery wear. No evidence of short battery life was observed. No short battery life occurred during investigation. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).